Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to the user sent the subject device without properly reprocessing it (since we could not deny the possibility that the foreign material remained due to insufficient brushing of the forceps elevator by maj-1888 and/or mh-948 during the reprocessing steps at the user facility). The event can be prevented by following the instructions for use (IFU): operation manual chapter 3 preparation and inspection reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the evis exera ii duodenovideoscope angulation is reduced. The issue occurred during reprocessing. During a standard service inspection of the customer returned device, the forceps elevator had foreign material. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the forceps elevator having foreign material, the additional evaluation findings are as follows: due to clogging of the nozzle, water removal ability did not meet the standard value: plastic distal end cover/probe cover had a dent: adhesive on the bending section cover was detached. The connecting tube had a buckling. Due to wear of the angle wire, the bending angle in the up/down/right direction did not meet the standard value. Due to wear of the angle wire, the play of the upward/downward right/left angulation control knob was out of the standard value. Due to a cut on the k-wire, the forceps raising angle did not meet the standard value, the grip had a dent, the control unit had a scratch, the control unit was dirty, the suction cylinder was shaved: switch1 had a scratch, scope cover had a dent, universal cord had a scratch, upward/downward angulation control knob was dirty: right/left knob was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.